Event description:
It was reported that the pacemaker reached its elective replacement indicator (eri) prematurely, indicating potential early battery depletion. No further information was provided and patient status was not available.

Event description:
Additional information was received that the device was explanted and replaced on mar 4, 2026.

Manufacturer narrative:
The reported event of premature discharge of battery could not be confirmed. The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri), during analysis the device reached normal eri levels. Electrical and mechanical analysis performed, indicated normal device functionality. The implant duration meets the projected longevity based on average monthly current indicating normal battery depletion.